Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was iodine leakage with a minicap transfer set when a new minicap was installed. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. Visual inspection was performed and a damaged female connector was observed. Clear passage and clamp function testing were performed and no issues were observed. Leak testing was performed with the returned minicap and a leak was observed beneath the minicap. The transfer set was retested using an in lab mini cap and a leak beneath the cap was observed indicating damage on the female connector. The reported condition was verified. The cause of the damage could not be determined, however the damage to the sealing surface could possibly be due to tool marks. Should additional relevant information become available, a supplemental report will be submitted.